Event description:
Dr was repairing a perineal laceration after a spontaneous vaginal delivery and the needle broke in half during the repair. Dr was unable to find the needle and an xray was done. The needle was found and removed. Suture needle broke during repair of perineum. This is an update of the original report filed (B)(6) 2011.